Event description:
Info received indicates the ground resistance was too high on the bed.

Manufacturer narrative:
The tech found the ground wire was loose. He tightened the ground wire to repair the bed.